Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope¿to the service center for evaluation related to a separate issue. During device evaluation, the service repair technician identified that the device had foreign material in the nozzle. Root cause of the foreign material could not be identified. There was no patient involvement.